Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field(s): b5, d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally new damages/defects were observed: b30 (scope communication error) , and the scope ID data was not entered. Based on the results of the investigation, the probable cause is by stress during use, external factors or handling, damage to the video connector (such as a broken wire), or a fault in the mounted components on the circuit board. A device history record - DHR was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoeye flex deflectable videoscope had snowstorm image on the monitor. The issue was found during prior to the procedure. There were no reports of patient harm.